Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had press buttons harder or a couple times and unexplainable no delivery alarms during a bolus. Alarms are not as loud as they used. Insulin pump had screen was not as bright but can still see. Insulin pump had delay on button pushing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device the displacement test, however the device has a intermittent down, center, right and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement, self test, back light anomaly, no delivery alarm, audio/vibrate anomaly and voltage verification test due to buttons not responding. No moisture damage on electronics assembly and the keypad connector on electrical board was locked properly during visual inspection noted. Device received with cracked keypad overlay . The p-cap locks into the reservoir compartment properly noted. (B)(4).